Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, post dilatation was being performed using a fox sv dilatation catheter. The balloon ruptured at 5 atmospheres during the second inflation. The device was completely removed without difficulty and dilatation was completed using another fox sv. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded, the lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.